Manufacturer narrative:
P-cap or reservoir locks properly into place. Device passed displacement test, rewind, prime/seating, basic occlusion, force sensor test and occlusion test. Device received with cracked case (battery tube) and cracked case-corner of belt clip rails. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 41,45 mg/dl. The customer stated that the crack on back of the insulin pump. Customer declined troubleshooting. The pump will be returned for analysis.